Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit also communicated properly with the glucose sensor simulator and the mini link transmitter. The test bg value of 100 was properly displayed on the sensor graph screen. No sensor anomaly noted during testing. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they were concerned about the sof sensor and that they were hospitalized for low blood glucose of 25 mg/dl. Customer does not recall any significant events leading to the error. Customer's blood glucose was 25 mg/dl when she was at home and then was over 500 mg/dl when she arrived at the hospital. The customer declined troubleshoot for the blood glucose but the sensor issue was explained to her. The customer indicated that her pump did not alarm for low blood glucose. The customer was advised that the device would be replaced and to return the product for analysis.